Event description:
Event description boston scientific received information that during the implant procedure, this right ventricular (rv) lead was placed and exhibited high threshold measurements. Upon attempting to free the lead for repositioning it was noted on fluoroscopy that the lead was starting to loop over. Multiple unsuccessful attempts were made to safely extract the lead. The lead was abandoned surgically in the coronary sinus.